Event description:
The customer reported that following a laparoscopy gyn procedure, the patient's bed was driven into the camera head that was connected to the processor and destroyed the connection. The procedure was completed using the same set of equipment. No harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please, see also section b5 for the updated event reported . The device evaluation found the customer's allegation was confirmed. Device evaluation noted the camera head was damaged. There is damage on cable unit and the connector was broken. Service instrument history review was performed. The subject was not sent in for repair with the same failure description in the last 12 months. Based on the results of the investigation ,the reported complaint is confirmed. The most probable cause of the identified failures is unintended use error caused or contributed to event. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported after the procedure, the patient's bed was driven into the camera head that was connected to the processor and destroyed the connection. The issue occurred after the procedure and no patient harm or injury was reported.